Event description:
The customer indicated that one of their cpus on the acuity central monitoring system shut itself off for unknown reason. The customer stated that they had rebooted it multiple times without success. Welch allyn technical support walked the customer through a troubleshooting of the cpu and it would not pass post (power on self-test). This resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.